Manufacturer narrative:
The delivery device was returned for evaluation. The device appeared to be bent at the tip of the device, as well as at the cannula exiting the grey positioner. The top cap inner cannula also appeared bent at the distal end. On closer inspection, no damage or stretch marks were visible on the dilator tip. The inner cannula was broken at the distal end. There were slight markings at the holes in the grey positioner where the release mechanism wires would feed through. The damage appears to be as a result of normal use and does not appear out of the ordinary. The inner cannula and grey positioner were able to be moved within the system without using excessive force. No abnormalities in movement within these components were suspected. It was confirmed that the device was bent in this manner as a result of shipment and not as a result of the procedure. Additional information was received stating that the device was inspected prior to use. No damage was noticed during the procedure. No resistance noted, other than the force required to withdraw the device. The dilator tip was sitting flush within the flexor sheath prior to removal of the device. The IFU sent with the complaint device includes step by step instructions for distal bifurcated body deployment. There is no indication from the information received that the IFU was not understood or not followed during the procedure. Work order ac1056525 was reviewed and appears complete and correct. Based on the information received, it is difficult to determine an exact root cause. There was no damage observed at the proximal end of the delivery system, and the release wires were completely removed from the device. It is possible that the shape of the anatomy may have contributed to the back end of the dilator catching on the device, or the distal seal stent could be dragged with the device if there is a tight fit.

Event description:
Device was completed per standard procedure with max overlap (55mm overlap) within the fenestrated proximal body (the proximal body was a 32x109). Upon trying to pull the delivery system out of the distal body, both trigger wire release mechanisms were released (black and white) were pulled completely off the external delivery system. The gray dilator for the delivery system was retracted back to where the tip of the sheath is. The physician tried multiple times (exerting force) to pull the sheath (delivery system) out of the common iliac. Massive amounts of force was needed to pull the whole delivery system out of the patient. Something caught and pulled the entire distal graft. This resulted in the graft migrating roughly 3.5 to 4cm's. This resulted in the distal body losing almost all overlap inside of the proximal body. Distal body overlap was only one stent (17 to 20 mm) of overlap. This resulted in the ipsilateral limb on the distal body to be significantly lower than planned and resulted in the ipsilateral limb encroaching on the left internal iliac artery. Due to minimum overlap the physician placed a 30x39 esbe (lot# 8603856) to increase the overlap within the proximal fenestrated piece. This proximal overlap was ballooned with a 32 coda balloon to iron out everything.

Event description:
Device was completed per standard procedure with max overlap (55mm overlap) within the fenestrated proximal body (the proximal body was a 32x109). Upon trying to pull the delivery system out of the distal body, both trigger wire release mechanisms were released (black and white) were pulled completely off the external delivery system. The gray dilator for the delivery system was retracted back to where the tip of the sheath is. The physician tried multiple times (exerting force) to pull the sheath (delivery system) out of the common iliac. Massive amounts of force was needed to pull the whole delivery system out of the patient. Something caught and pulled the entire distal graft. This resulted in the graft migrating roughly 3.5 to 4cm's. This resulted in the distal body losing almost all overlap inside of the proximal body. Distal body overlap was only one stent (17 to 20 mm) of overlap. This resulted in the ipsilateral limb on the distal body to be significantly lower than planned and resulted in the ipsilateral limb encroaching on the left internal iliac artery. Due to minimum overlap the physician placed a 30x39 esbe (lot# 8603856) to increase the overlap within the proximal fenestrated piece. This proximal overlap was ballooned with a 32 coda balloon to iron out everything.